Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 52.2cm was returned for analysis. Internal insulation abrasion was noted at 29.7-30.3cm and 33.2-34.2cm from the distal tip. The etfe coating was intact at these locations. (B)(6).